Event description:
Reportedly, patient expired after an implant date of 2007 due to unknown reasons. Unknown if patient death is device related. Date of pt's death and implant duration is unknown, therefore the aware date is used as the occurrence date. No further info regarding this pt is rec'd.

Manufacturer narrative:
Device not returned.